Manufacturer narrative:
The suspect device was not returned for evaluation; however, a photo of the defect was provided for evaluation. The photo from the account shows that the handle detached from the barrel. The root cause of this event could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the engineering, quality, and management team members.

Event description:
The account alleges that during a coronary angioplasty the handle of the inflation device broke. A photo from the account shows that the handle disassembled. No patient injury to report.